Manufacturer narrative:
Additional information b5: this occurred during an infusion of nicardipine. The nurses attempted to titrate and could not achieve the desired clinical outcome. Once the kink was observed and resolved, the infusion ran as programmed. Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4. Additional information: h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to alarm for upstream occlusion when there was a kink in the tubing. This occurred during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.